Event description:
It was reported that the insulin pump had extraneous color dots appearing on the display screen for more than a week. The caller stated that the battery had been replaced in between. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding lcd, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.